Event description:
It was reported that the customer experienced high blood glucose levels of 409 mg/dl. He treated with a manual injection.the customer was trying to eat breakfast and during bolus, he received a no delivery alarm. During troubleshooting, the customer was able to prime and stated that the insulin did exit the insulin pump. Upon removing the infusion set, the customer noticed that the cannula was bent. He was advised that the alarm may have been due to the bent cannula. Customer stated that he did have ketones and declined troubleshooting for the high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.